Event description:
The patient contacted animas on (B)(6) 2013 reporting he had been hospitalized on (B)(6) 2012 with the diagnosis of diabetic ketoacidosis (dka). The patient stated that he was vomiting and his blood glucose (bg) measured 600 mg/dl at the hospital. On admission to the hospital's intensive care unit, insulin pump therapy (ipt) was discontinued and the patient was started on an insulin drip. The patient was restarted on ipt and discharged from the hospital on (B)(6) 2012. The patient stated the lp clip for his pump had been broken for a while, so he had been disconnecting himself from ipt at night while he sleeps to avoid pulling out the infusion set from the insertion site. Therefore, the patient had been going without insulin all night. The patient stated that he would sometimes take an insulin injection prior to going bed after he had disconnected the pump. This complaint is being reported because the patient experienced hospitalization for dka due to using improper technique for ipt. The patient continued to use the pump with a known defect and disconnected from ipt through the night causing the elevated bg.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.